Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time of call was 141mg/dl. Insulin pump replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump had no button due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, scratched case, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.